Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she had blood glucose levels of 371 and 427 mg/dl on the day of the call. The customer stated that the insulin pump's reservoir had to be taped in and check settings alarms occurred. Blood glucose level at the time of the call was 122 mg/dl.